Event description:
It was reported that caps are loose and fall off with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from german to english: according to the customer's statement, the caps on the three-way valves are too loose and fall off at the first use. These must then be replaced by combi stoppers by the users.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 8305801. D.4. Medical device expiration date: 2021-10-31. H.4. Device manufacture date: 2018-11-19.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305801. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the samples returned to our facility were subjected to leakage testing and found to be functioning normally according to product specifications. Unfortunately based on these results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that caps are loose and fall off with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from german to english: according to the customer's statement, the caps on the three-way valves are too loose and fall off at the first use. These must then be replaced by combi stoppers by the users.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that caps are loose and fall off with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's statement, the caps on the three-way valves are too loose and fall off at the first use. These must then be replaced by combi stoppers by the users.